Event description:
The pt underwent a successful percutaneous transluminal coronary angioplasty with three stents placed to the left anterior descending and marginal arteries. During the procedure a 6f ultimum introducer was inserted into the artery and the wire was removed. Arterial bleeding was noted; the hub reportedly separated from the sheath of the ultimum introducer. The edge of the sheath was beneath the skin; the user was able to grasp the edge of the sheath, a wire was inserted, and the sheath section was removed and replaced with a new one. There were no other complication and the pt was reportedly recovering in good condition.